Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient visualized black particles humidifier and tubing. The patient alleged having headaches. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The patient provided additional information regarding underlying health conditions. The device has also been returned to the manufacturer, but has not yet been evaluated. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged having headaches. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of foam degradation. The device's event log was reviewed by the manufacturer and found error-130. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.